Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. When pullback was initiated, the tip twisted into a spiral and the wire was pulled out of the patient. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Media provided by the site shows a drive cable windup.